Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 520 mg/dl, over 400 mg/dl and 560 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer stated that the insulin pump had crack on the top right hand corner front to the side 1/2 inch, under esc button into the window where 1 inch, battery compartment on the thread part of that opening. Customer decline troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No frozen screen noted during test and time clock advances properly. (B)(4).